Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed poor sensing issue, failure to capture and dislodgment on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.